Manufacturer narrative:
Field service engineer (fse) was on site on (B)(6) 2008, to investigate the event and found gel on the sample probe and in the wash tower. The fse replaced the sample probe and cleaned the wash tower. The fse performed verification testing and it met set specifications. Fse indicated that gel in or on the sample probe and wash tower would contribute to result variability due to carry over and incomplete washing. Incomplete sample tube volumes or tube rack combination is the likely cause of this type of situation. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2008, regarding erroneous high accutni results on one patient's sample generated on a unicel dxi 800 access immunoassay system. The patient sample was tested 4 times on the dxi and the results were all elevated. The initial erroneous high accutni results were reported out of the laboratory. It is unknown if there is report on any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.